Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failing multiple times. Latches were making clicking sounds. The field service engineer (fse) replicated the tower door failure using test software and confirmed the issue. The fse opened the column and found that all latches were old style units treated with dielectric grease. The fse replaced all four latches. During installation, a screw head broke off, requiring installation of an additional latch detent. After completing the repairs, the fse tested the doors using test software and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failing multiple times. Latches needed to be replaced as it was making clicking sounds. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.